Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 23-oct-2020 and 18-jun-2021 recorded the intermittent increases of the short vv intervals to greater than 249 ohms from the beginning of may 2021 until the end of the recording period. The provided iegm episodes revealed the reported cross talk of the atrial amplitude and oversensing in the rv channel. Further analysis of the provided fluoroscopic images did not show any peculiarities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 6 months, oversensing on the ventricular channel was reported. The whole system should be explanted. At the moment the patient cannot undergo any surgery.